Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that upon removing the 2.75x48 mm xience xpedition stent delivery system (sds) from the dispenser hoop, the proximal portion of the sds was noted to be separated into 2 pieces. Additionally the stent was kinked. The device was not used and there was no patient involvement. Another xience xpedition stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported material deformation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation; however, factors that could contribute to material separation include, but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. Additionally, the reported material deformation (kink) of the stent was not identified during return analysis of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that upon removing the 2.75x48 mm xience xpedition stent delivery system (sds) from the dispenser hoop, the proximal portion of the sds was noted to be separated into 2 pieces. Additionally the stent was kinked. The device was not used and there was no patient involvement. Another xience xpedition stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. Subsequent to the initially filed reports the following information was provided: the device was not used. The blood and contrast noted on the device are from the physician's gloves and the preparation process. No additional information was provided.